Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient showed up a few weeks ago in their hcp's office with discomfort around their pocket and the battery was eroding out. It had not broken through the skin, but the skin was very thin over top of the battery. The battery was also reading low, so the hcp replaced it on (B)(6) 2016. The hcp also implanted it much deeper in the pocket. The issue was resolved and the patient was alive with no injury. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.